Manufacturer narrative:
On 2025-11-25 more detailed information about the affected model were submitted, so we could trace back if this device model was sold to the USA. So, decision was made to report this case to the FDA on 2025-11-25. Further information e.g. Detailed item number and lot number were requested. Should you have any questions, please do not hesitate to contact us at the following email address: safety@pajunk.com. 2025-12-18: evaluation of complaint was added and the imdrf codes for the analysis updated. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in UK. As the wound catheter was being removed from the patient, the catheter casing came away and the wire inside became exposed, this then snapped and remained inside the patient. The patient then had to go for emergency surgery to have it removed.

Manufacturer narrative:
On (B)(6) 2025 more detailed information about the affected model were submitted, so we could trace back if this device model was sold to the USA. So, decision was made to report this case to the FDA on (B)(6) 2025. Further information e.g. Detailed item number and lot number were requested. Should you have any questions, please do not hesitate to contact us at the following email address: (B)(6). Investigations are ongoing. When the incident was investigated in detail a follow up report will be sent to the agency.

Event description:
Irn#(B)(4). Incident occurred in UK. As the wound catheter was being removed from the patient, the catheter casing came away and the wire inside became exposed, this then snapped and remained inside the patient. The patient then had to go for emergency surgery to have it removed.